Manufacturer narrative:
The device was manufactured before the UDI implementation. Manufacturer's investigation conclusion: a correlation between the device and the reported patient outcome cannot be conclusively determined. The patient expired on (B)(6) 2019 due to patient condition under hospice care. The device operated as expected and there were no device issues or malfunctions that may have contributed to the patient¿s death. The device will not be returned for evaluation. No product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. It was reported the patient was under care of hospice. The device will not be returned for evaluation.